Event description:
Pt in dialysis. Pt actively seizing and blood noted on floor. Graft arm exposed- venous needle out - site bleeding and needle stuck in chux in the bed between patient and arm. Machine not alarming, venous pressure bar appeared mid range. Pump turned off and venous needle clamped. Held pressure to bleeding site. Seizing stopped. Oxygen placed on patient. Respirations agonal. Eyes open on command and mumbled. Later, respirations were not apparent - no palpable carotid pulse. Code blue called.